Event description:
This is a case report received on october 6th 2009 by international affiliate from a healthcare professional. It is reported that on unspecified occurence in 2009, a female patient experienced an episode of overinfusion (only this incident involved patient impact). According to the reporter, the infusors were filled with ketamine 40 mg and 50ml of nacl for an expected time of infusion of 5 hours. The reporter stated that the infusors infused in 2h30 instead of 5 hours. According to the reporter, during the last episode of overinfusion, the patient experienced a coma and difficulty breathing, and was hospitalized. According to the reporter the patient has totally recovered now. The sample is available for analysis. The nacl used is not a baxter product (manufactured by bioluz).

Manufacturer narrative:
Evaluation summary: the actual sample involved in the incident was received for evaluation containing no fluid. Upon receipt, the sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample for 21.5 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 9.84, normalized = 10.08. The flow rate was found to be within the specification range of 9.00 - 11.00 ml/hr.